Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-09400), was submitted on 22-may-2025. Based on the description, it was found that the cannula was compromised. So therefore the malfunction code has been changed to soft cannula, introducer needle or steel needle was found abnormal either prior to use, during use or upon removal. Only use if a specific malfunction cannot be determined and no description about failure type. So the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.

Event description:
To date, additional patient or event details were received which have been added in h11.